Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer was reported via phone call that he experienced high blood glucose. The customer was reported having a blank display and battery issues. The customer's blood glucose was 523 mg/dl at the time of incident. The customer was stated that blood glucose reached 600 mg/dl. The customer was stated that the insulin pump shut off. The customer was stated battery hardly last and did not give warnings. The insulin pump will not be returned for analysis.